Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as further repair info is not available at this time.

Event description:
The customer reported an intermittent loss of x-ray imaging. This can cause the system to become unusable, due to the inability to produce a live image. There is no report of injury or death associated with the event described in this complaint.